Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV, rupture and lymph nodes via MRI. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture, capsular contracture and lymphadenopathy. (Health effect): f2203.

Event description:
Healthcare professional reported, bilateral capsular contracture, baker grade iii/IV. And rupture on left side. And bilateral unspecific lymph nodes via MRI. Device has been explanted and replaced with non allergan. This relates to the left side.